Event description:
Info received indicates the technician found the bed has a high ground resistance reading during an electrical safety check.

Manufacturer narrative:
The technician isolated the issue to the ac power cord plug. He replaced the power cord plug to repair the bed.